Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100595487, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested. Microscopic inspection revealed a hole at the proximal end of the cylinder, consistent with damage from a sharp instrument. Additionally, wear was observed at the fold locations in the middle and distal ends of the cylinder. Leakage test revelated that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder was microscopically inspected and leak tested. Microscopic inspection revealed wear at the fold locations in the middle and distal ends of the cylinder. The second cylinder passed the leakage test. The ms pump was microscopically inspected, leak tested and functionally tested. The ms pump passed the visual inspection and leak test, with no damage or abnormalities observed. However, the ms pump did not pass the functional performance test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" and "pump difficult to activate" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the pump not passing the functional test, could have caused or contributed to the reported clinical observation of cylinder inflation issue and device mechanical issue. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly, as the cylinders would not inflate. The patient stated that he was unable to cycle the device and that the ipp would not become rigid. It was also noted that he had attended three follow up appointments at the physician's office, during which the physician likewise confirmed that the device did not cycle correctly. A surgical procedure was subsequently performed. During the operation, no air leaks or holes were identified; also, it was observed that the pump bulb did not remain flat. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly, as the cylinders would not inflate. The patient stated that he was unable to cycle the device and that the ipp would not become rigid. It was also noted that he had attended three follow up appointments at the physician's office, during which the physician likewise confirmed that the device did not cycle correctly. A surgical procedure was subsequently performed. During the operation, no air leaks or holes were identified; also, it was observed that the pump bulb did not remain flat. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100595487. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.